Event description:
It was reported that suddenly a few days ago, the pt was no longer able to hear with his speech processor. After he took off the speech processor and put it on again, it worked again for half a day, but since then it has stopped working. All the external parts were exchanged but without success. Testing confirmed that the device has malfunctioned. Re-implantation surgery is scheduled for end of april.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.